Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) had an autofill failure. No patient harm, serious injury or adverse event was reported.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate this unit. The fse checked the iabp and replaced the pim assembly. The fse performed multiple leak tests and calibrated the iabp. The fse completed all safety, functionality and calibration checks and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) had an autofill failure. No patient harm, serious injury or adverse event was reported.